Manufacturer narrative:
Eval summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the cam broken, the jaws were disengaged due to the cam condition. The device was cycled and ejected the remaining clips due to the cam condition. The batch record was reviewed and no anomalies were noted during the mfg process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap. Chole, the device jammed on an unknown firing. The customer used another like device to complete the case with no pt consequence.